Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.16 ng/ml on a pt. I-stat results (ng/ml): (B)(6) 2011 13:05 initial collection; (B)(6) 2011 13:08 initial testing with result of 0.06; (B)(6) 2011 14:09 90 minute collection; (B)(6) 2011 14:20 90 minute testing with result of 0.16. No repeat testing performed. Lab 0.01. The suspected discrepant results were released to the physician or caregiver. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). MFR reports from a single user site: #2245578-2011-00162, #2245578-2011-00171 through #2245578-2011-00183, #2245578-2011-00192, #2245578-2011-00193, #2245578-2011-00197 through #2245578-2011-00201. The internal investigation is in progress; no overall trends have been identified in product lot(s) used. The issues appear to be isolated to specific sites. The site has initiated use of a tube rocking platform to ensure the blood sample is mixed well (as recommended in product labeling) which the site reports has reduced the rate of occurrence of the issue.